Event description:
It was reported that a patient had an initial right total hip arthroplasty. During the procedure, all implants were placed without apparent complication; however, prior to the closure of the fascia, the surgeon noticed a small crack over the anterior portion of the greater trochanter. The fracture was stabilized with wires, and the joint was closed without further complications.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 00625006530 lot# 63296120n bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00625006530 lot# 63296120n bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00631005032 lot# 63209510 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells. Cat# 00801803203 lot# 63289255 femoral head sterile product do not resterilize 12/14 taper cat# 00620005020 lot# 62473746 shell porous with holes 50 mm o.d. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.